Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported that a power on reset (por) message with error code 0x400 was displayed. There was no patient harm but the patient went one week without stimulation because of the long distance to the hospital. The ins was put in complete factory reset and it was reprogrammed. All went well and the patient regained normal stimulation. As of (B)(6) they haven't heard a thing from the patient.

Event description:
The company representative (rep) additionally reported that the cause of the ins turning off was determined, but not stated. No physician mode recharges (pmr) were done. The nurse just helped the patient with ¿normal¿ charge after she had the ¿sign.¿ after some ¿re-connection¿ with the ins, charging was possible. No further diagnostics or troubleshooting was done. After successful connection and charging of the ins, the nurse sent the patient home and just phone follow up with no further problems reported. The patient is receiving effective therapy.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturing representative that they noticed the implantable neurostimulator (ins) shut down and did not give any stimulation after being recharged. The patient was not sure if they pushed any other buttons on the charger before the ins went into power on reset (por) factory reset. Several troubleshooting was done by the patient's health care provider (hcp) and they noticed that it was not possible to program any stimulation for the patient. After additional troubleshooting with a manufacturing representative, the hcp was able to program the ins after a while, but the ins went into por factory reset. A follow up programming session was planned for mid june. The issue was not resolved at the time of this report. No surgical intervention occurred. After the follow up programming session, the hcp would see if surgery was necessary. The patient was alive with no injury.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.